Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of over 400 mg/dl with high ketones. High bg cause was not known. Customer was treated with intravenous fluids. Customer was released on 8/10/2021 with no permanent damage. Upon release, customer's bg level was stable however customer would consult with healthcare provider regarding ongoing high bg.